Event description:
It was reported that during testing at the manufacturer facility, the device was determined to have a hole in the hose which passes air and lubricant. As this occurred during testing, there was no patient involvement, no delay, no medical intervention and no adverse consequences.

Manufacturer narrative:
During testing at the manufacturer, the technician noted a hole in the hose. The event did not involve a product problem indicating an adverse trend or unanticipated hazard. No further action is required at this time. Product surveillance will continue to monitor product inquiries of this type for adverse trends.

Event description:
It was reported that during testing at the manufacturer facility, the device was determined to have a hole in the hose which passes air and lubricant. As this occurred during testing, there was no patient involvement, no delay, no medical intervention and no adverse consequences.